Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Patient representative reported left side "pain, burning sensation, numbness in left arm that radiates to chest and back, nipple discharge, capsular contracture baker grade unknown, increased risk of alcl, mental pain, anguish and fear due to risk of alcl, anxiety, swelling and a left breast seroma. Patient representative additionally reported " ¿scarring,¿ ¿difficulty sleeping,¿ ¿disfigurement,¿ ¿asymmetry,¿ and ¿anemia¿ not related to the device. The device has been explanted.